Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the on/off switch on the device was not functioning well and the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the on/off button on the small battery drive device was not working well. It was further reported that the device would run for a few minutes and stop. The reported stated that eventually the on/off button would not work at all and the device would not run at all. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.